Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The data downloaded shows the pod did not generate a hazard alarm during operation. No timeouts or drive stalls occurred that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear or the failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s921usqs4axl4 cloud - smartphone hardware sm-s921u cloud - cgm sensor type g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 300 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (leg), the pod's cannula was found to be bent. As treatment, the patient changed out the pod. The pod was leaking.